Event description:
It was reported that a malfunction occurred with the pump, displaying a message that read "high" for the blood glucose level without a specific value given, but it did cause the customer's blood glucose to exceed 500 mg/dl. Customer did not take any actions to address the high blood glucose and did not require third-party assistance. Technical support provided pump reset information and assisted the customer in resetting the pump, ensuring the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code appears again, which they acknowledged and understood.